Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first proximal row stent struts were lifted and pulled in a proximal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured and is within specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted at 215mm from the distal end of strain relief. This type of damage is consistent where force is applied during attempts to advance the device through a lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.